Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the ats45 device was received in good visual condition and with a tr45w reload loaded in the device. The cartridge reload was returned partially fired and the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. After further analysis of the cartridge reload the lockout spring was noted to be damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism can break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device was placed across the vessel and fired. It cut but did not staple. After the device had been fired, the jaws did not open. The device was not on tissue. There was significant bleeding. The surgeon used their hand to grab the vessel in an attempt to control the bleeding. As a result, the patient had one unit of blood administered. The patient is currently okay. A new device was used and fired to complete the procedure.